Manufacturer narrative:
A manufacturer representative went to the site to service the system and was unable to replicate the reported issue. A system checkout was completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the radiologic technologist (rt) had the e-stop engaged, attempted to lift and shift, and the pendant became unresponsive. The manufacturer representative rebooted the system, cleared e-stop, and the issue was resolved. This issue was noted outside of a procedure, and there was no patient involvement.